Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: this lead was capped due to no capture in bipolar and noise causing occasional inhibition of pacing, although patient had no symptoms. Should additional information be received, this file will be updated.